Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event onset was reported as an unspecified date between (B)(6) 2016 and (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate device had particulate matter. It was reported that the vial-mate adapter is coring. There was no patient involvement. No additional information is available.